Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the infusion adapter c100j experienced leakage prior to use. The following information was provided by the initial reporter: during infusion chemo leakage was found between c100 and the rubber stopper of infusion bag.

Event description:
It was reported that the infusion adapter c100j experienced leakage prior to use. The following information was provided by the initial reporter: during infusion chemo leakage was found between c100 and the rubber stopper of infusion bag.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Upon visual inspection, the infusion adapter was properly connected to the rubber stopper of the infusion bag, however, a crack in the rubber stopper of the infusion bag was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As a lot number was unknown for this incident, a device history record review could not be completed. Based on our quality team's investigation, the leak likely occurred as a result of the crack on the stopper of the infusion bag, no issue related to the c100j infusion adapter can be identified.